Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional two devices referenced in b5 are captured under separate reports.

Event description:
According to the available information the pusher used to insert the double j became stuck inside the device. Three patients were involved. The pusher was normal after removal. This caused longer operating time. A replacement was needed.